Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta cer head 36 12/14 on (B)(6) 2016. The patient underwent a revision surgery on (B)(6) 2016 due to dislocation of the hip.

Manufacturer narrative:
It was reported that the patient was implanted a biolox delta cer head 36 12/14 on (B)(6) 2016. The patient underwent a revision surgery on (B)(6) 2016 due to dislocation of the hip. A technical investigation was not possible to perform, as the devices were not at hand. However, based on the available information the investigation is conducted with outcome as follows. No trend identified. The compatibility check was performed and showed that the product combination was approved by zimmer. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Root cause determination using dfmea: mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset, wrong taper size combination: possible: no patient information. No x-rays available, it cannot be excluded that the surgeon decided for a wrond head offset respect to patient "geometry"; mal-function of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products: possible: no surgical report of implantation received. No x-rays received. No product available for investigation. Therefore, an off-label use cannot be completely excluded. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause could not be determined. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).